Event description:
It was reported to philips that the batteries were not connecting to the battery pca. The device was not in use on a patient.

Event description:
It was reported to philips that the batteries were not connecting to the battery pca. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 7 was found bent.